Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to infection. The patient's wife reported that on (B)(6) 2024 the patient was increasingly shaky, had increased falls, and hallucinating. The patient's spouse was unaware if he hit his head but reported a scraped knee and nosebleed. Home nurse visit reported inr of greater than 8 and per phone report the patient was instructed to go to the ed. The patient was then seen at an outside hospital (mercy hospital) in canton for abrasions on right neck and the patient stated that they hit their head. A head and cervical computed tomography (CT) were performed which were both negative while the chest CT showed the known effusion. The patient was discharged home with a follow-up scheduled for (B)(6) 2024. The patient's spouse noted that on (B)(6) 2024 the patient possibly had a subjective fever but no other symptoms. Then on (B)(6) 2024 the patient presented with altered mental status (ams) and was found to have a temperature of 100.2, heart rate of 94, respiration rate of 22, mid 90s on 2l nasal cannula, and a systolic blood pressure of 142. The patient was found to have an opening in chest incision draining gross amounts of purulent fluid. The patient was transferred to va medical center. The patient presented with elevated white blood cell count, and hypotension with an inr of 8. The patient was administered 3l fluids including albumin. The patient was started on piperacillin / tazobactam (zosyn) and daptomycin. CT of chest showed increasing retrosternal abscess but improved empyema. CT surgeon stated the patient was not a surgical candidate. Discussion with ccf surgeon that implanted lvad stated the patient was too sick to transfer for a 2nd surgical opinion. Goals of care discussion with patient's wife ended with a decision to transition to comfort care and discharge home with hospice. The patient was discharged with linezolid, hydromorphone (dilaudid) as needed, and acetaminophen (tylenol) as needed. Left ventricular assist device (lvad) coordinators went to his house on (B)(6) 2024 for discontinuation of support at the family¿s request. The device was working fine up to withdrawal.